Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) due to stress. Reportedly, the customer lost consciousness and an ambulance was requested. Although requested, the customer declined troubleshooting and declined to provide additional information.